Event description:
It has been reported to philips that, system would not start up. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that cv*system down* with startup problem. During troubleshooting, the fse identified that there was no malfunction with the system. This work order was created just to return parts that were ordered proactively. Service has not been provided by philips. The codes were updated based on the investigation outcome.